Event description:
It was reported that during prep for a rotational atherectomy treatment procedure, the guide wire fractured. The 99% stenosed target lesion was located in the calcified, severely tortuous mid left anterior descending artery (lad). The physician performed a pretest with the 1.5mm rotablator rotalink plus and the rotawire floppy guide wire, during the test outside of the patient the guide wire fractured. The physician tried to load the rotablator on another guide wire with no success. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during prep for a rotational atherectomy treatment procedure, the guide wire fractured. The 99% stenosed target lesion was located in the calcified, severely tortuous mid left anterior descending artery (lad). The physician performed a pretest with the 1.5 mm rotalator rotalink plus and the rotawire floppy guide wire. During the test outside of the patient, the guide wire fractured. The physician tried to load the rotablator on another guide wire with no success. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during prep for a rotational atherectomy treatment procedure, the guide wire fractured. The 99% stenosed target lesion was located in the calcified, severely tortuous mid left anterior descending artery (lad). The physician performed a pretest with the 1.5mm rotablator rotalink plus and the rotawire floppy guide wire, during the test outside of the patient the guide wire fractured. The physician tried to load the rotablator on another guide wire with no success. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified a fracture at 137cm approx from distal end. All the outer diameter measurements are within the specifications. The fracture section was sent to the (B)(4) lab for analysis. After (B)(4) lab results the failure occurred due to a wear reduction of the cross sectional area followed by a final torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).